Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced infusion set tubing detachment issue event on (B)(6) 2026. The infusion set was in use for few hours. The site of detachment of tube was from the connector. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.